Event description:
It was reported that the surgeon attempted to insert a 19.5 diopter cq2015 collamer three-piece lens and the lens tore in the cartridge. There was no patient contact. The reporter stated the cause of the lens tear was due to the cartridge.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the cartridge. The lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.